Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 8/24/2017 stating that presenting electrogram (egm) showed farfiled oversensing with atrial tachcaedia response (atr) in an episode that occured on (B)(6) 2017. Discussed how to start of episode, after vp events, it does look like there is some farfield. Then it looks like the v rate speeds up and it could be farfiled oversensing of a vt event. Not stored as vt event, because this device does not store until 8/10 fast. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).